Event description:
It was reported to philips that system's c-arm was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was being performed when the issue occurred and was completed as planned on the same system as the issue occurred at the end of the examination. Customer reported to philips that the geometry movements were unavailable. The review of system log files shows error of drive not calibrated. Upon troubleshooting actions, the field service engineer (fse) replaced the arc movement control module, reloaded software and performed geometry adjustments, which resolved the issue. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported c-arm issue did not impact the completion of the procedure as the issue occurred at the end of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.